Event description:
User facility reported following an unsuccessful cavity integrity assessment (cia) test, the disposable novasure device was removed and a hole in the electrode array material was found. The physician did a hysteroscopy and saw a "fragment left in the patient". A second novasure device was opened and used to complete the ablation. During follow-up on (B) (6) 2009, the physician reported the fragment was not removed from the patient and she was discharged home following the procedure.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. The reported cia failure was not confirmed as the device performed as intended during laboratory testing. The hole found in the electrode array material would not contribute to cia failure as the array is inherently porous by design. It cannot be conclusively determined if the damage found on the array was pre-existing or caused by insertion, seating or device retraction. (B) (4).